Event description:
During a baxter visit, it was reported that a spectrum infusion pump had constant "upstream occlusion" alarms. The customer reported that this was likely caused by baxter IV bags that have check valves that must be seeded in order to work properly. The customer reported that this was achieved by the nurses flickering the spike as you would with any "y" junction when priming a new line. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.